Event description:
The provider using the hoya ds af-1 py60 ad intraocular lens reported that after insertion, the leading haptic was noted to be broken and separated from the intraocular lens. It had to be cut in half to be removed.